Manufacturer narrative:
The complainant indicated that the stent remains implanted and the stent delivery system was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Patient's registry. It was reported that post placement of a 30/25x 12 wallflex colonic stent in an unspecified, "medium tortuous", portion of the large intestine for palliative treatment of advanced colo-rectal carcinoma, an intestinal perforation occurred. During the stent placement procedure, the carcinoma was found to be 6cm in length, measured fluoroscopically. It was further noted that, following deployment, the stent was correctly placed. There were no patient complications or adverse events encountered during the procedure, and the total procedure time was approximately 40 minutes. The patient was discharged 2 days prost procedure. Approximately 30 days post procedure, the patient returned for routine follow-up at which time, it was noted that the patient had been experiencing frequent vomiting, diarrhea, and bloating in the weeks following stent placement. The patient's ability to pass stool was noted as "poor" and the patient's karnofsky performance state was rated as 80/100. The following day, an intestinal perforation was noted and the patient was taken to the operating room for surgical intervention during which time, it was noted that the stent remained in situ and the site of the perforation did not appear to be in close proximity to the stent. The perforation was sutured and a colostomy was placed. The physician did not remove the stent. The patient was discharged 11 days post procedure. It is the physician's opinion that because the perforation was not located at the site of the perforation, the perforation was not related to the stent.